Event description:
On (B)(6) 2026 mpxr 1445672 (rep, hcp, for): medtronic received a report that the patient was undergoing treatment for a saccular, unruptured aneurysm at internal carotid artery, paraopthalmic with a max diameter of 5 mm and a 4 mm neck diameter. It was noted that the patient's vessel tortuosity was moderate. The landing zone was 3.5 mm distally and 4.8 mm proximally. Dual antiplatelet treatment (dapt) was administered. The pru level was unknown. It was reported that the pipeline device was prepared per IFU and advanced to the lesion for deployment. Several attempts were made to deploy the device including recapturing the distal end to push the ptfe sleeves away from the stent and allow it to flower open. However, the stent would not open at middle and distal section even with 80% + of the device deployed. The pipeline was not positioned in a bend. More than 50% of the pipeline was deployed when it failed to open and was resheathed more than two times. There were no additional steps or other devices required to open the pipeline. The pipeline was not resheathed and removed with the microcatheter from the patient, so it was recaptured in the microcatheter, microcatheter left in situ and device removed. The angiographic result post procedure showed good result with the second implant. The pipeline was used for an indication that is approved (on-label). The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.